Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (won't connect to monitor) has been confirmed. Upon investigation the trunk cable connector was cracked and the trunk cable was pulled from the strain relief. The root cause for the damaged connector and strained cable could not be positively identified, but was likely physical abuse. No adverse event resulted from the damaged connector and cable. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that his electrode belt wouldn't connect to his monitor. The pt was issued a replacement electrode belt.